Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse replaced the modular chemistry (mc) sample probe and wash collar, and cleaned the flowcell and electrolytes injection cup (eic) but the issue was not resolved until the fse replaced the sodium (na) electrodes. Failure mode of the event is attributed to the na electrodes.

Event description:
The customer reported obtaining erroneously low sodium (na) results for multiple patient samples involving the unicel dxc 600i synchron access clinical system. The customer reported the results out of the laboratory. When the issue was noticed, the customer repeated the samples and issued amended reports. There was no change or affect to patient treatment in connection with this event. The customer provided a verbal example of an original na result of 134 mmol/l which repeated at 140 mmol/l. Although the customer stated that ten (10) reports were amended for this event, the customer provided instrument printouts which indicated the differences for two (2) patient samples were not within the assay precision claim for sodium. The customer did not provide instrument printouts for the results which were communicated verbally. Quality control (qc) results on the day of the event exhibited high and low fliers with differences of up to 10 mmol/l.